Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was having issues with the calibration not being accepted. Customer checked the calibration history and it was not showing in the insulin pump. Customer stated she had entered her blood glucose value multiple times but it is not registered and she keeps getting meter bg now alerts. Customer was advised that she would need to enter her blood glucose value manually. Nothing further reported.